Manufacturer narrative:
(B) (4) double vision, photophobia. Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specs as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an assocation between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
Our office in (B) (4) received a report from an attorney concerning a (B) (6) female who experienced redness, irritation, photosensitivity while using complete comfortplus all in one solution with rgp contact lenses. The pt wore the lenses as part of an orthokeratology program and slept in the lenses. Onset of events is given as (B) (6) 2002. She was seen by her healthcare professional and given "drops" for her eyes. She did not have any improvement and was subsequently seen by a corneal specialist who diagnosed acanthamoeba keratitis in both eyes. She was hospitalized for 4 1/2 weeks for treatment. The injury resulted in permanent damage to the pt's eyes, requiring a corneal transplant and removal of part of the sclera on the left eye on (B) (6) 2002, and a corneal transplant to the right eye on 08(B) (6) 2002. As a further consequence of the injury, the pt underwent cataract surgery on the left eye in (B) (6) 2003 and cataract surgery on the right eye in (B) (6) 2003, and laser surgery to the membrane on the left eye in (B) (6) 2003. The notification indicates, the pt still suffers from photophobia, double vision, eye strain and severe astigmatism, dry eyes, poor night vision, inability to read with her left eye.